Manufacturer narrative:
(B)(4).

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was allegedly lesser than the expected volume based upon the programmed infusion rate. There are no patient effects reported.